Manufacturer narrative:
The MFR's svc rep performed an onsite investigation. The interconnect cable was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the monitors of the 7900 sys would not turn on. No pt injury was reported.